Manufacturer narrative:
Na

Event description:
It was reported that this lead was capped for an unspecified impedance issue. Noise with no pacing inhibition was reported in 2009. There were no adverse pt effects reported.